Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service on (B)(6) 2026 that the patient was in the hospital due to fluid filling up their lungs (hydrothorax). No treatments were missed but patient ended treatment early because they were experiencing shortness of breath. Upon follow-up conducted on (B)(6) 2026 the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient was hospitalized on (B)(6) 2026 for hydrothorax. The nurse stated the patient had a physiologic tear in their peritoneum that was allowing peritoneal dialysis (pd) fluid to escape into their thoracic space. The nurse stated the patient was experiencing shortness of breath during pd treatment (on (B)(6) 2026) due to the pd fluid moving into the thoracic space, lungs. The patient discontinued pd treatment and went to the hospital. The nurse stated that while the patient was hospitalized, the patient had thoracentesis performed which removed about 2 liters of pleural fluid. The nurse stated that the patient was continued on pd therapy while hospitalized (details are unknown) initially but then was switched to hemodialysis to let the body heal. The patient was discharged on (B)(6) 2026 and will continue hemodialysis on an outpatient basis for approximately one month. The patient is expected to return to pd after some respite. The nurse stated the patient was completing pd treatments with the fresenius cycler prior to death without any adverse effects. The nurse stated several times that this event is not suspected to caused by the fresenius cycler and confirmed that there were no issues or malfunctions with the fresenius cycler in relation to this event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s hospitalization for hydrothorax. The patient had a physiological tear in the peritoneum which allowed pd fluid to enter the thoracic space. Hydrothorax is a rare but known potential complication in patient¿s undergoing pd therapy, often caused by a pleuroperitoneal communication that allows pd fluid to enter the thoracic space due to an expected increased intra-abdominal pressure during pd treatment. Based on the temporal relationship to the fresenius cycler to deliver the pd solution during pd therapy, the device cannot be excluded from the event. However, currently there is no allegation or any objective evidence that a liberty select cycler malfunction or product deficiency caused this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.